Event description:
Device information has been added to the record.

Event description:
Follow up information identified the patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced a loss of stimulation. The patient underwent surgical intervention on (B)(6) 2016 where the lead was removed and replaced which resolved the issue. In addition the lead demonstrated high impedances which is to suspected to have been due to fibrosis around the lead. The device information is unknown at this time. The concomitant device information is unknown.